Event description:
It was reported by a nurse that high impedance was received during f/u of a vns pt. The pt's device was interrogated and greater than 10,000 ohms was received. X-rays were taken and evaluated by the hosp, whom indicated the lead was intact. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.